Event description:
It was reported that the patient had received an inappropriate shock due to an alleged right ventricular (rv) lead fracture. The physician elected to cap the lead and during the procedure, a high impedance value was also observed from the rv lead. A new rv lead was implanted to resolve the event and the patient was stable with no additional consequences.